Manufacturer narrative:
The reported event of broken header was confirmed. As received, the device was returned at elective replacement indicator (eri) level upon receipt. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. The cause reported event of header anomaly was isolated to procedural damage during explant. No other anomalies were identified.

Event description:
It was reported that the patient presented during device exchange procedure. During procedure, it was noted that the header of the implantable cardiac monitor was detached from the device. The procedure was completed on(B)(6)2022 the patient was in stable condition.